Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of a call service communication alarm. The returned battery cap was able to properly secure to the pump for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms or issues. The pump successfully completed the 24 hour duration test without any issue or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm issue was unable to be confirmed in the pump history or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.